Manufacturer narrative:
(B)(4).

Event description:
It was reported that the heart lung machine was not switching to battery and the suspect component was found to be the power manager board. No other details regarding the nature of this event were provided. Due diligence attempts ongoing.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per subsidiary contact, the event occurred in (B)(6) 2013. Zero minutes were displayed on the central control monitor (ccm) battery icon. There was no time lag between unplugged and shutdown. The battery icon was green on the ccm. The power light emitting diode (led) on the front panel of the system 1 was green. This was not a back-up unit. No warnings were seen or heard before the system shut down. The battery was running for 40 minutes before the issue occurred. The battery is fully charged at least once a month. No part was returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
An alternative device was employed. The event occurred during set-up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per information received from distributor/service group on november 28, 2016: all these machines were out of warranty when the problem occurred but customer was under contract with a service group. Hence, the power manager boards were replaced from our company stock and the machines were set right.